Event description:
Additional information received reported that the patient was diagnosed in the emergency room with muscle spasms. It was noted that the patient had the leads removed the day following the event. The reporter stated that the cause of the issue was unknown and it was undetermined if the issue was device related. It was noted that the patient status was unknown.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient was trialed successfully on (B)(6) 2013. The following day, the patient was reprogrammed with no complaints. On (B)(6) 2013, he experienced symptoms of shaking and collapsed to the ground. An ambulance took him to the ER. The status of the patient was unknown. Additional information has been requested.